Event description:
Procedure: roux-en-y. According to the reporter: the needle gets stuck in both jaws and then the jaws won't open. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).